Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer¿s reported issue while in service. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 117 hours of extended tests at the customer¿s settings. The ventilator passed the initial alarm volume test, however the ventilator failed the initial final test for non-conformance with the patient outlet port leak test. Carefusion replaced the bower module to address the customer's reported issue.

Event description:
It was reported to carefusion that the unit was noisy and was cycling off. The unit was alarming "blower exceeded" during the time of the event. It is unknown at this time whether there was any patient involvement associated with this complaint.